Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Customer stated that the blood glucose was 45 mg/dl at the time of incident and the customer¿s current blood glucose was 76 mg/dl. Customer stated that the low blood glucose was treated with the juice. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was active. Customer stated that troubleshooting was not done for low blood glucose. Customer also stated that the insulin pump had blank display. Customer reported that the insulin pump will not be returned for analysis.